Event description:
It was reported that the patient experienced hyperglycemia after running out of ilet and dexcom supplies and discontinuing ilet use, which resulted in use of backup insulin only upon hospital care; the issue was related to supply access rather than a device malfunction. Symptoms included diabetic ketoacidosis, dizziness, and weakness. Outcomes included emergency transport and hospitalization with professional medical intervention. Investigation included review of customer feedback and case assessment. Investigation of this case revealed that the event was associated with lack of supplies and subsequent interruption of therapy, with no device performance failure identified. It was concluded that the event was attributable to therapy interruption due to supply issues, and causality to a device malfunction was not established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.